Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found that a partial lead was returned in two portions. On the returned distal portion, an insulation abrasion was noted at 5.8 cm - 6.5 cm from the distal end. The abrasion was consistent with exposure to constant friction with another implantable device.